Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported issue was confirmed. The cutting wire was found broken and the coated portion of the cutting wire was torn. It was further noted, the broken portion was scorched and melted. Based on the investigation result, it is likely the knife wire broke due to one of the following mechanisms: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above, an electric conduction was activated, which caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. A likely factor causing tears in the coated portion of the cutting wire might be the following: 1. It is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire then possibly was rubbed due to the effect of contacting a metal area of the endoscope. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the knife wire on the sphincterotome broke when it was inserted into the nipple and output was supplied. The event occurred during a therapeutic endoscopic sphincterotomy (est) and the procedure was completed using another device without delay. It was confirmed that no broken wires fell into the patient's body. There were no reports of patient harm.